Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The machine alarmed. The leak was visually observed in the effluent. The blood did not make it through the dialyzer. The patient's estimated blood loss (ebl) was less than 160cc. The patient had no adverse effects and no medical intervention was required. The patient was able to complete treatment on a different machine. The sample was discarded.

Manufacturer narrative:
The reported complaint is not confirmed. The manufacturer has not received a complaint sample for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A manufacturing review was performed of the products shipped to the dialysis center during a three (3) month time frame ((B)(6) 2014 - (B)(6) 2014) for potential formulas and lot numbers received. Record review was performed on all identified lots since there was no clear indication as to what lots could have been potentially used during treatment. An investigation of the device manufacturing records was conducted by the manufacturer. There was no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.